Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a large restaurant meal that was announced as two usual meals, which was determined to be insufficient insulin for the actual meal size; the user had changed a steel cannula infusion set earlier the same day, and blood glucose rose to 358 mg/dl before trending down. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting and education with the user regarding meal announcements and dosing for large meals. Investigation of this case revealed that the event was attributable to incorrect meal size announcement rather than a device malfunction or infusion set failure, and there were no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that user-related factors in meal dosing were the cause.